Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after an unspecified surgical procedure it was observed that the motor device was making a strange noise and vibrating real badly. The event was not related to a surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device was making an unusual noise, vibrating, and had low rotations per minute (rpm) (73,148: should be at least 75,000). It was further noted that the vanes were worn out and broken. It was determined that this condition was causing the noise, vibration, and low rpm. The assignable root cause was determined to be due to wear from normal use and servicing over time. The failure was caused by worn out motor components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.